Manufacturer narrative:
The concerned disposable breathing circuit was requested for investigation. Investigation results will be reported in a follow up report.

Event description:
It was reported that: after beginning ventilation on a pt with an oxylog 3000+ using a disposable breathing circuit, the physician noticed by examination of the pt that the ventilation was not working (no thorax movement). Afterwards, it has been noticed by users that a part of the pressure from the oxylog 3000+ was relieved by the exhaust valve (for over pressure). After the intervention in order to identify the cause of the event, a nurse opened the cover of the exhaust valve (for over pressure) and saw a plication/fold in the membrane which led to leakage. Once this fold corrected, they tested the circuit again and it worked well. Manual resuscitator bag was used during the transport. It was reported that the event had no consequences for the pt.